Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's husband states that his wife's insulin pump failed to alarm no delivery. He stated that the infusion set may have been clogged and she has no tubing clamp. Husband states that blood glucose level was 59 mg/dl. Troubleshooting was done and was advised that another tubing clamp would be sent overnight in order to continue troubleshooting the insulin pump. No further info was provided.